Event description:
(B)(4). The dentist reported 7 months after the dental implant was installed in intraoral region #18 it was verified its non osseointegration. 55 ncm of primary stability was achieved & immediate load was not performed.